Event description:
Subsequent to the previously filed medwatch, additional information received: the chest pain was determined to be nonspecific, musculo-skeletal and non-cardiac in nature. The patient was started imdur 30 mg. The stress test of (B)(6) 2012 was normal; noncontributory with reproducable chest pain that was classified as musculoskeletal. The non-cardiac chest pain is continuing intermittently.

Event description:
Subsequent to the previously filed reports, additional information was received indicating that the patient expired in a nursing home on (B)(6) 2013, reportedly due to renal failure and failure to thrive. The physician does not believe the death is related to the xience prime stent or procedure as it is likely that the death is secondary to the patient's history of diabetes and advanced renal disease secondary to the diabetes. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of angina is a known observed and potential adverse event as listed in the xience prime electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Correction: (B)(4). There was no reported product deficiency. The reported patient effect of pain is a known observed and potential adverse event as listed in the xience prime everolimus eluting coronary stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of death and pain are known observed and potential adverse events as listed in the xience prime and xience prime long length (ll) everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that 2.5 years after the implantation of the xience prime stent in the mid right coronary artery, the patient had recurrent chest pain for four days. A stress test was performed and there was no ischemia found. The electrocardiogram showed no myocardial infarction. The cardiac biomarkers were within the normal upper limit. There was no intervention performed. The patient was in the hospital for three days. The condition was considered continuing. There was no additional information provided.